Manufacturer narrative:
Product analysis received and examined the returned product. Visual examination of the returned product confirmed the presence of particulate inside the tubing. Examination of the particulate found it to be partially embedded within the tubing wall. The particulate measures approximately 1.25 cm in length. Our investigation determined that the particulate noted in the syringe was introduced during the manufacturing process. The syringe kit instructions for use instructs the user to "visually inspect contents and package before each use". This visual inspection is to ensure particulates are noticed and mitigated, which is what occurred in this reported instance.

Event description:
The following information was obtained from the customer: the customer reported black foreign body inside the transfer set tubing. No injury or adverse event was reported.